Event description:
It was reported customer had changed the insulin pump and the sensor and his blood glucose was in the 500 mg/dl range. Customer was given a full dosage and now blood glucose was at 548 mg/dl. Customer did not remove needle guard and the quick set stuck to the customer but did not go all the way in and he was not getting insulin. Troubleshooting was performed. Customer's mother was advised to disconnect the device. The drive support cap appeared normal. Air bubbles about a quarter of an inch long. Settings on the device were correct. Alarm history only showed a no delivery alarm. High pressure test was performed and device passed. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.